Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and a separation was observed between the female connector and main body. Leak, clear passage, and clamp function testing were performed an no issues were observed. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the mainbody of a minicap transfer set; further described as the dark blue area was unscrewing where it meets the light blue portion. This occurred during use of the device for peritoneal dialysis (pd) therapy. The transfer set had been in use for fourteen days and alcavis was used on the set. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event, however the patient was given intraperitoneal prophylactic antibiotics. No additional information is available.